Manufacturer narrative:
The device remains implanted and in use. A root cause for the inadequate pain coverage with a cervical lead could not be definitively determined; but the lead placement may have attributed to the event. The evoke scs system surgical guide states "the risks associated with the implantation and use of a spinal cord stimulation system include inadequate pain relief following system implantation and the patient may require surgery (including revision, explant, and replacement) as a result."

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system was evaluated for inadequate pain coverage in their feet. It was noted that the cervical lead provided adequate coverage in the hands, but coverage in the feet was insufficient. As a result, a second lead was implanted to address the inadequate pain coverage in the feet.